Event description:
Attorney alleges that the patient was implanted with a bard/davol composix l/p mesh (product). Attorney alleges that on (B)(6) 2010, the patient was implanted with the product in the course of an incisional hernia repair surgery. It was alleged that further to the patient's implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2013. It is also alleged that subsequent to the latter surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. It is alleged that the patient suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the patient experienced severe pain and suffering, including chronic pain. It is alleged that the patient has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest. The patient alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future. It is also alleged that the device was defective. The patient was also implanted with two (2) bard flat meshes and a claim of adverse patient outcome has been made against both the devices.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent adverse consequences, hernia recurrence, bowel obstruction, chronic pain and subsequent surgery. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol mesh ¿ composix l/p (device #3). Additional emdrs were submitted to represent the two bard flat meshes (device #1 and device #2). Should additional information be provided, a supplemental emdr will be submitted.